Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Stent struts at the proximal end of the stent were lifted, bunched and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed, atherosclerotic target lesion was located in a very calcified coronary artery. A 2.25 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was flared. The proceure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, atherosclerotic target lesion was located in a very calcified coronary artery. A 2.25 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was flared. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.